Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pericardial effusion eight hours after the implant of a leadless implantable pulse generator (ipg). Pericardiocentesis was performed and a drain was used. The device remains in use. No further patient complications have been reported as a result of this event.